Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. Initial reporter facility name: (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. The returned product consisted of a jetstream xc-2.4. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. A noncompatible filter guidewire was stuck in the device. The guidewire was stretched and damaged on the distal end. The proximal end was sticking out of the device control pod approximately 56cm. The distal tip was removed to see if the wire was stuck in the bushing. The wire was not stuck in the bushing. The device was functionally tested per the instructions for use (IFU) and the device functioned as designed. The device rotated. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter was selected to treat in stent restenosis. One strut of the stent was endoluminal and touched the catheter. It was noted afterwards that the stent strut was damaged. The guidewire was reportedly stuck to the catheter and the catheter was difficult to remove. The catheter and the guidewire were removed together as one, from the patient. The procedure was successfully treated with percutaneous transluminal angioplasty (pta). There were no patient complications and the patient's status was fine.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. (B)(6).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter was selected to treat in stent restenosis. One strut of the stent was endoluminal and touched the catheter. It was noted afterwards that the stent strut was damaged. The guidewire was reportedly stuck to the catheter and the catheter was difficult to remove. The catheter and the guidewire were removed together as one, from the patient. The procedure was successfully treated with percutaneous transluminal angioplasty (pta). There were no patient complications and the patient's status was fine.